Event description:
Related to MFR report # 2183959-2012-00766. It was reported that on or about (B)(6) 2010, an ams miniarc sling was implanted to treat the plaintiff's pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that as a result of the implanted mesh the plaintiff has experienced bodily injuries and mental and physical pain and suffering, and economic losses. It was also alleged that the plaintiff suffered infection or inflammation, tissue abrasion, and other severe adverse health consequences.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.